Manufacturer narrative:
Eval summary: after the export of the pt study report to the his, the hospital reported a pt received the wrong treatment based on the mis-attribution of the his report. Based on the low ejection fraction (ef) that was shown within the report contained in his, a nurse asked a doctor to decrease the intravenous fluids (IV). No pt harm was reported. The nurse manager reported that a more appropriate treatment would have been administered had the correct pt report been in place, but that there had been no report of adverse outcome as a result of decreasing the volume of IV fluid delivered to the pt. The root cause of this event is currently unk, as investigation continues to address the issue. Supplemental report will be submitted once root cause and corrective action is determined.

Event description:
Pt study report is intermittently exported to the wrong pt within his. Report was created in impax cv reporting and converted into adobe acrobat pdf versions, (via a 3rd party tool called (B)(6)) for presentation in impax cv reporting and the hospital's info system (his). The hospital reported in this event, a pt received the wrong treatment based on the mis-attribution of the his report. Based on the low ejection fraction (ef) that was shown within the report contained in his, a nurse asked a doctor to decrease the intravenous fluids (IV). No pt harm was reported. The nurse manager reported that a more appropriate treatment would have been administered had the correct pt report been in place, put that there had been no report of adverse outcome as a result of decreasing the volume of IV fluid delivered to the pt. The root cause of this event is currently unk, as investigation continues to address the issue. Supplemental report will be submitted once root cause and corrective action is determined.